Event description:
Information received indicates the bed lost battery backup and the battery is not charging.

Manufacturer narrative:
The facility declined to replace the battery. Loss of battery backup will cause a loss of bed functions during transport.